Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/24/2017 with the following findings: during investigation, the battery compartment and cap were undamaged and able to fit securely. The cap contact measurements were within specification. The pump¿s cover was found to be cracked. The pump powered up with auditory and vibration to a blank screen. The ¿intermittent power¿ was unable to be adequately investigated. The pumps¿ cover was removed and the u22 eeprom was found to be cracked. A unity test code downloader tool application was used to upload test code to master/slave/periph processors. The upload was successful, the pump powers up and display just ¿msp¿ instead of ¿msp2¿. (2) is the eeprom communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. Eeprom failure is conclude.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.